Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was noticed to be without scale markings or numbers during use. The following information was provided by the initial reporter: "the 3ml syringe had no markings on it. No numbers and no lines."

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was noticed to be without scale markings or numbers during use. The following information was provided by the initial reporter: "the 3ml syringe had no markings on it. No numbers and no lines."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.